Event description:
Visual observation of red cell pump not circulating properly. Therakos called. Instructed to decrease threshold from 150 to 140. No improvement. Red cell alarm noted. Physician informed notified. Ordered to re-purge from donor blood prime bag. Re-purge successful. Pt reconnected. Multiple return pressure alarms. Return line flush and caps changed. Procedure completed successfully. Pt discharged home in stable condition.